Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that kit blood sampling kit was found to be defective almost immediately after new uac fluids were hung. Blood began backing up into the kit, and fluid leaked from what appeared to be an opening within the hub of the stopcock attached to the kit. The infant lost approximately 0.5 to 1 ml of blood before the issue was quickly identified. There was no patient harm, and no medical intervention was required. The line was discontinued and a new line was started. The issue was resolved.